Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that the patients receiver is showing the initializing screen without a manual restart on (B)(6) 2014. Patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The receiver passed visual inspection. A "call tech support" error message was observed on the screen of the receiver. Bite marks were found on the receiver. A review of the receiver data log found a hardware error code deeming this complaint reportable upon completion of the device evaluation on (B)(4) 2015. The customer complaint was confirmed. The root cause was determined to be a hardware component failure.